Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that during a bph surgical procedure "firing out of the tip" was observed. The fiber was used to complete the procedure. Patient outcome: "ok" reported.

Manufacturer narrative:
Event description: updated, other relevant history: added, device serial number: corrected, device returned to manufacturer: updated, device codes: updated, device available for evaluation: updated, device evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: 90,876 joules and 15:10 minutes expended on the failed fiber. The fiber tip was not cleaned during the procedure.